Event description:
Subsequent to the initially filed report, the following information was received via an article: severe tissue damage was noted. Details are listed in the attached article, the rare case of a mitraclip device migrating into the left ventricular apex. Please see article for additional information.

Manufacturer narrative:
The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. A cause for the tissue injury cannot be determined. The reported surgical procedure, removal of foreign body and hospitalization were results of case specific circumstances as the patient was hospitalized, underwent a mitral valve repair surgery and the detached clip was removed. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article attached: the rare case of a mitraclip device migrating into the left ventricular apex.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported complete clip detachment (ccd) appears to be related to be related to patient morphology/pathology (anterior prolapsed). The reported poor image resolution was due to the difficulty seeing the anterior leaflet. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The mr was due to the ccd. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The clip was explanted. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for complete clip detachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 4 and an existing chordal rupture. Two mitraclips were implanted, reducing mr to 1. One day post procedure, the clips remained stable on both leaflets. On (B)(6) 2019, it was noted that the first implanted clip detached from both leaflets and caught on the cardiac apex. The mr increased to a moderate-severe mr, which was confirmed on echocardiogram. In the physician's opinion, the complete clip detachment could be due to the clip being implanted at the fragile prolapsed area of the leaflet. On (B)(6) 2019, the patient underwent a mitral valve repair surgery and the detached clip was removed. The patient is doing well and was discharged on (B)(6) 2019. No additional information was provided.